Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that no insulin boluses were administered after the date of (B) (6) 2010 (4 days prior to the hospitalization). The pt's family has requested additional training on disease management. The pt has continued to use the pump with no reported subsequent events.